Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant, the doctor would turn the white ratchet wrench to tighten the set screw (rvcoil) and it would turn but there was no ratchet sound but the setscrew seemed to engage the lead. When the wrench was turned counter clockwise the lead could be removed normally. The wrench would work normally on all the other set screws. The device was not implanted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.